Manufacturer narrative:
H.6. Investigation: lot#0041571 DHR and related manufacturing records were reviewed, no abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. The certain cause cannot be concluded at the moment.

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "when the patient used the needle at 7:30 a.m. On (B)(6) 2020, the insulin could not be produced. The customer immediately came to the store for consultation, and the pharmacist told the customer to change a needle".

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "when the patient used the needle at 7:30 a.m. On (B)(6) 2020, the insulin could not be produced. The customer immediately came to the store for consultation, and the pharmacist told the customer to change a needle".